Event description:
The customer reported that the 840 ventilator had an inoperative display. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.